Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the locking of nail was performed, the drill bit of 4.2mm broke leaving a part in the patient's bone. It was also reported that the patient is in good condition with satisfactory evolution of surgery. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received, the patient was having surgery for a femur fracture.